Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Evaluation in process.

Event description:
On 11/25/2016 it was reported to k2m, inc. That a surgery took place in which a damaged connector was removed. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, (B)(4) will file a supplemental report indicating the findings. Not yet returned.

Event description:
On (B)(6) 2016 it was reported to (B)(4) that a surgery took place in which a damaged connector was removed. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a damaged connector was removed. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. A set screw in an axial rail connector sheared in half while the surgeon was attempting to loosen it in the revision surgery. K2m, inc. Was informed that the surgeon stressed the importance of being able to "replace the damaged set screws each time [the construct is lengthened]." However, the connector's set screws are staked, so they are not designed to be completely removed. Therefore, the set screw likely sheared in half due to over-torquing it in an attempt to replace it, which is consistent with misuse. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. (Related to 3004774118-2016-00105).

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a damaged connector was removed. Revision surgery took place (B)(6) 2016.